Manufacturer narrative:
Initial.

Event description:
It was reported that the user connected a replacement ilet pump and observed a continuous glucose monitor (cgm) reading of 221 mg/dl after a period without insulin therapy because the previous ilet was not working and a manual correction dose was not administered before reconnecting. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy. Investigation included communication and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. The patient did not require alternative therapy reversion or clinical escalation.